Event description:
Revision surgery - due to the shell dissociating from the stem.

Manufacturer narrative:
The reason for revision was dislocation after 3.7 years in vivo. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation could not be determined with confidence. Several factors that can contribute to a socket shell dissociating include inadequate installation force to properly engage the taper, engaging the socket in-vivo, poor joint tension, excessive range-of-motion and/or trauma. There is no evidence that a material, design, or dimensional problem contributed to dissociation.